Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the right coronary artery (rca). The lesion was treated with two passes with the oad on low speed. Following the second pass, imaging was performed and a perforation was noted in the rca. Balloon angioplasty was performed and three stents were placed to resolve the perforation. During the intervention, the patient entered cardiopulmonary arrest. The patient was intubated, medication was administered and a pericardiocentesis was performed. The patient was hospitalized in stable condition following the procedure.